Event description:
The patient experienced a return of symptoms; the symptoms were not specified. The patient was admitted to the hospital. There were no alarms sounding. The pump volumes were checked and measured equally; the expected and actual volumes were within specification (the volumes were not reported). The intrathecal drug prescription was confirmed; the correct concentration, drug and dose were programmed. A dye study and radiolabeled indium study were performed (dates not reported) and no problems were found. The medication being delivered via the pump was not reported. It was noted that the patient had dystonia and also had a deep brain stimulation system implanted. Additional information has been requested, a follow-up report will be sent if additional information becomes available.